Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) during drain 4 of 4. (B)(4) completed the troubleshooting questions and explained the alarm. The hp stated that she disconnected to use the bathroom and then indicated that she was not feeling well and wanted to get off of the hc. (B)(4) told the hp to go ahead and disconnect herself. (B)(4) offered to assist the hp with removal of the cassette and the hp declined and said her daughter would help her later. (B)(4) explained that in the future if she needed to use the bathroom to press stop before disconnecting. (B)(4) advised the hp to start over with new supplies. The hp declined and (B)(4) then advised the hp to contact the peritoneal dialysis registered nurse (pdrn) regarding drain which was not fully completed. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.